Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The mother of the patient reported the device shut down without first displaying an error message. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The investigation of the pump history found no indication that the pump powered down without providing a warning. It was found that the pump was displaying e6 errors because the piston rod was corroded by insulin leaking from self-filled cartridges.